Event description:
Litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Medical records received. After review of medical records, it was stated that the patient was revised to address pain, metallosis and elevated metal ion levels. Revision notes reported that there were scar tissues, some heterotopic ossification, obvious metal staining with dark staining of the synovial tissues, diffuse synovitis with staining from metallosis, some mild black corrosive changes at the taper, fibrous ingrowth over the majority of the shell, and only 10% bony ingrowth superiorly at the shell.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.